Event description:
Caller reported a malfunction on pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, following which the malfunction did not recur. Customer was informed to call back if the issue repeats and was able to continue using the pump.